Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the revision surgery, which has been confirmed to have been performed on (B)(6) 2025.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed) and poor device performance since activation. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The infection was located on the scalp, in the direction of the implant bed. Prior to device explantation, the patient was treated with topical and IV antibiotics, underwent an exploration revision surgery and rinsage of the implant site with anti-inflammatory medication, to have the site cleaned, however, the issue did not resolve. Device analysis report attached.